Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's past blood glucose (bg) levels; current bg level was 191mg/dl. During troubleshooting for the current occlusion, a new cartridge was loaded and the pump performed as intended. Reportedly, there was a temperature change to the pump prior to the occlusion alarm occurring. Tandem technical support advised the customer to wear the pump in a case to prevent temperature changes to the pump.